Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced syncope and on device interrogation atrial over-sensing of r waves was noted on electrograms. The right atrial (ra) lead remains in use. No further patient complications have been reported as a result of this event.